Event description:
During a right sided idiopathic ventricle tachycardia procedure, a perforation of the right ventricle was noticed as the patient's blood pressure dropped. The perforation was confirmed by ultrasound. The patient was taken to surgery and it was reported the patient was in stable condition.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: fg-5400-00m, serial #: (B)(4). Stockert 70 system: model #: m-5463-01, serial #: (B)(4). Cool flow pump: model #: m-5491-02. Serial #: (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4).